Event description:
It was reported that the patient presented for revision of the right ventricular lead due to decreased sensing and increased capture threshold. The physician intended to reposition the lead. However, during the procedure the helix failed to reextend after it was retracted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were high capture threshold, decreased sensing and helix mechanism issue. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over-torqued, consistent with procedural damage. After it was cleaned the helix could be extended and retracted with torque directly applied to the connector pin. The full helix extension length was measured within specification. The cause of the helix mechanism issue was isolated to helix being clogged with blood/tissue and over-torqued inner coil. The reported event of unacceptable threshold and sensing anomaly were not confirmed. Electrical test did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.